Manufacturer narrative:
E1: phone (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and duplicated error 46822. The issue was determined to be caused by a faulty main printed circuit board (pcb). The pcb was replaced.

Event description:
It was reported that the pump showed error 46822. There was unknown patient involvement. No patient harm/adverse event was reported.